Event description:
Alleged the reverse trendelenburg function is not working.

Manufacturer narrative:
The facility is working with technical support to troubleshoot the issue. Repairs have not been completed.